Event description:
Femoral impactor broke during the sterilization. Another device was used.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was received indicating that "it is cracked at the front and back almost from top to bottom" depuy synthes joint reconstruction does not consider this failure to be a reportable malfunction at this time. Further updates will only be provided if additional information is received that changes the regulatory determination.